Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the controller is not working. Patient stated they have new batteries in the controller. Patient tried to make the stimulation go down but it is not doing anything pt clarified her amplitude is down to 0.0 but she can still feel stimulation patient stated they are in the hospital (pt verified unrelated to the ins / therapy) and they are hoping that a representative will come to her hospital room to see what they can do to fix it. Patient stated that they can still feel stimulation but they wants the stimulation to go down. Pt did verify that she is able to turn stimulation off and then back on. Agent suggested that patient have her hcp at the hospital she is at to call nas to request a representative to come out to the hospital. The issue was not resolved.